Event description:
The customer reported a charge/ shock failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a charge/ shock failure. There was no patient involvement. The device was sent to the philips bench for evaluation. The reported symptom could not be duplicated. However, the error log showed a charge/ shock error message supporting a malfunction occurred. The issue was localized to the therapy pca. The therapy pca was replaced to resolve the reported symptom. The device then passed all testing and was returned to the customer site for use. We are considering this a malfunction of the therapy pca.